Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient received inappropriate shock therapy and experienced syncope. The patient was completely dependent on pacemaker. The device was explanted and replaced. The patient was stable.

Event description:
Please retract this MDR-2015-26375, serial number (B)(4). The complaints of inappropriate shocks and syncope are on the lead serial number: (B)(4).